Event description:
Full thickness burn on back post bodytite procedure.

Manufacturer narrative:
Inmode inspected the system and no technical issues were identified. The handpiece used for the procedure was not returned to the manufacturer for inspection. Up to date, the physician has not provided the clinical questionnaire form. Based on the limited information received, investigation concluded that the burn was caused by a combination of several user errors: inappropriate patient selection with no indication for the treatment, using cut-off temperature higher than recommended per IFU, combined with incorrect technique. Retraining has been scheduled for the clinic.